Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead experienced difficulty crossing the tricuspid valve and became stuck in the valve. While trying to remove the rv lead, the lead fractured. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection revealed the coils were stretched at the tip section of lead, most likely due to handling. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.